Manufacturer narrative:
Evaluation summary: the device was inspected at the institution by MFR's service rep. The device properly switched from the ac supply circuit to the battery supply circuit, but the battery was not functional.

Event description:
When the ac mains power was disconnected from the device, it did not automatically switch to battery backup power as expected. The event occurred prior to use of the device in a clinical setting.